Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Performed manual test and found plunger easy to release from stopper-plunger; did not find any air bubbles anomaly when removing the plunger. Also ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into insulin pump. Conclusion: reservoir no leaks.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a reservoir leak. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer reported reservoir leaking past the second o-ring. The customer did troubleshoot the issue. The reservoir will be returned for analysis.